Event description:
Country of complaint: (B)(6). Thread tears too easily and the knots loosen/open.

Manufacturer narrative:
Samples received: 1 open cassette. There are no previous complaints of this code batch. There are no units in OEM stock. Thread is tangled in the cassette and it is not useful. Thread was probably tangled in the reel and when pulling out the thread, it broke due to the extraction was too hard. Due to this, we cannot carry out an analysis to do a complete investigation. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: in spite of receiving the defective cassette, the suitable analysis cannot be performed. Nevertheless, we take note of this incident. Corrective/preventive actions: na.